Event description:
Customer was using strips that were stored outside the original vial. Customer reportedly obtained a result of 210mg/dl at 8:30am and was given 10 units of humulin. At 11:30am, customer obtained a result of 480mg/dl and was given 15 units of humulin, 5 extra units than normal. Customer tested 240mg/dl at 8:31pm and felt hypoglycemic at 9:47pm, testing 224mg/dl. Customer was disoriented at this time and his wife gave him juice. Paramedics were called and tested customer at 48mg/dl within 5 minutes of customer's result of 224mg/dl. Customer was given juice with sugar added and a sandwich. He was also given glucosamir, a drink to elevate blood glucose. Requested return of suspect system and replacement was sent.